Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that while the device was being used during open heart surgery, the shock was not delivered via internal paddles. No negative patient impact was reported. A second device was used with the same set of internal paddles and the patient received the therapy.